Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The pressures measured by the sensor matched the pressure measurements from the catheter and the sensor was not recalibrated.